Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found a missing tamper seal but no other physical damage. A review of the event history log found lec 41622, pca dose cord button stuck and pca dose cord disconnected errors. All three errors were confirmed during the functional testing. The cause of error 41622 was found to be loose gear. The gear screw was tightened and the main board and keypad were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump gave a red alarm with code 41622 and displayed a message of "key down principal component analysis handset. Disconnect or remove handset." Principal component analysis handset was not connected to the pump. Customer could not resolve the alarm using any button or switching off the pump. They tried to remove the battery and restart the pump and resetting the pump to factory settings without any success to resolve the issue. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.